Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr44 on the therapy pcb assembly being shorted.

Event description:
It was reported to physio-control that the customer's device had logged an event code during technical testing and then had the service indicator led turned on. During device evaluation by a third-party service agent it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported event.